Manufacturer narrative:
The certas valve (ID 828800pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; no defects noted but presence of biological debris was noted in the housing. The valve passed the test for programming, occlusion, leak, reflux and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A root cause for the issue reported by the customer could be due to improper handling of the device or could be due to biological debris and protein build up interfering with the valve. At the time of investigation, no programming issue was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was unable to change setting after implantation procedure. The physician attempted to program the valve to a different setting, but it remained unchangeable. As a result, the surgeon had to remove the valve from the patient.